Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was bent while opening the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found the bent on returned sample within acceptance criteria. Dissected the catheter and found no conditions that would contribute to the reported event. How and when event occurred could not be determined. Potential root cause for this failure mode could be bend former use during dipping process, packaging configuration of catheter inside the kit or position of catheter during used on patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not reserialize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the catheter was bent while opening the package.